Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1, "introduction," lists infection, respiratory failure, cardiac arrhythmia, and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was noted to have elevated procal on (B)(6) 2023. Broad spectrum antibiotics were started. Respiratory culture showed many gram-negative rods. The patient developed anemia post-operatively so one unit of packed red blood cells (prbcs) were given on (B)(6) 2023. Hemoglobin continued to drop so another unit of prbcs were given. The patient developed hyperglycemia on (B)(6) 2022, resulting in a switch from subcutaneous to intravenous insulin. On (B)(6) 2023, the patient was switched from norepinephrine to phenylephrine to allow beta blockade due to atrial fibrillation. Metoprolol was also started. The foley catheter was removed post operation on (B)(6) 2022 but the patient complained of difficulty urinating and penile pain the following day. The foley was replaced on (B)(6) 2023 due to symptoms of incontinence and urine retention. The patient required non-invasive positive pressure ventilation (nippv) on (B)(6) 2023 post extubation. After being weaned from high flow nasal cannula to 3 liter standard cannula, chest x-ray revealed a small bilateral pleural effusion. The patient was placed on arivo due to worsening shortness of breath (sob) on (B)(6) 2022. Chest x-ray revealed increased left effusion and perilar edema which was treated with an extra dose of lasix. Diuretic associated contraction alkalosis was treated with acetazolamide. It was also noted that the patient developed a left buttocks deep tissue pressure injury on (B)(6) 2022. The right buttock was a stage 3 pressure injury and bilateral moisture associated skin damage excoriation.